Event description:
It was reported that the pt was unable to charge the implantable pulse generator past half-full and had it removed due to its inability to cover back pain. The pt did not get stimulation in the back. It was reported that there was no pt injury and pt recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711 serial # (B)(4) determined no anomaly was found. Good, stable output was found on all electrodes referenced to one electrode. According to the trace report obtained from the ins, the total recharge count was 103. The last recorded recharge session done while the device was implanted was (B)(6) 2011. The device was recharged for 7 seconds. The battery charged from 3.75 v to 3.755 v. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. The coupling record of the last 6 patient recharge session had 3 at 100%, 2 at 87.5% and 1 at 75%. The average duration of the last 6 patient recharge sessions was 1 hour and 37 minutes with the longest at 2 hours and 22 minutes. The ins was recharged for analysis. The ins recharged for 5 hours and 51 minutes with 8 bars of coupling. Voltage started at 3.555v and ended at 4.060 v. Analysis of lead model 39565-30 serial # (B)(4) determined the product was segmented (suspected explant damage). Segments 1 and 2 are the proximal segments of the lead legs. No shorts were found between circuits and the continuity was acceptable. No significant anomalies were found with the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient stated that the manufacturer¿s deep brain stimulator was not their only faulty device. In 2007 the patient was having trouble walking (she skipped through all of the tests and doctors she went through) but it came down to her back and she needed a fusion. The patient went through a fusion but the pain would not go away (a lot more tests were done). The patient had an implantable neurostimulator (ins) implanted; an ¿easy enough surgery and overnight stay which was the beginning of the worst 20 months.¿ they never could get it programmed. Sometimes it would take the patient eight to ten hours just to charge the unit. It had been put too far down their hip (¿you know what you sit on¿), and had to be very careful going in and out of automatic doors and etc. It got to the point where she couldn¿t use it and it just didn¿t turn out. The ins was turning on by itself and shocking the patient. When she finally got an appointment with the manufacturer¿s representative (rep) and the neurosurgeon, she stated it wasn¿t working properly. The rep. Checked it and told the patient to turn it off and ¿he was going to work with. I told him it was.¿ now the patient¿s spine was deformed from the wires coming out, and there was a very tender spot on the lower hip where the battery unit was, and it was hard to sit. It was noted the patient received a letter from the manufacturer ¿time to replace my battery.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.